Event description:
The facility representative reported a colleague infusion pump with a keypad on ch b not responding. The event was reported to have occurred during biomed testing in biomed service. This condition has the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4) per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with an issue with the keypad for channel b not responding was confirmed and reproduced during product evaluation. An intermittently functioning select key on the pump head module channel was identified as the assignable root cause for the failure of the keypad. The channel b keypad was replaced to correct this condition. The service history review revealed that the device has not been previously sent into service for the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.